Manufacturer narrative:
MDR - device 1 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 11 apr 2024, it was reported that five infusion sets cannula were. The symptoms were noticed within 3 hours of insertion. The set was inserted in abdomen. Blood glucose level was high and was treated with correction injection via mdi. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.